Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "warnings: to avoid the possibility of drain damage or breakage: avoid suturing through drains as this may result in breakage during removal or undesired leakage. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain; and surgical removal may be necessary if drain is difficult to remove or break". (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. No sample available.

Event description:
It was reported that the device was removed following surgery, however, a piece of the drain tore & remained within the wound. The patient has had two re-exploration surgical procedures following developing symptoms at the operative site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.